Event description:
It was reported that a malfunction alarm, identified as malf 0, occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. No notable events occurred prior to the malfunction.